Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: synergy ous mr 3.50 x 16 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The 8 most proximal stent strut rows were damaged and struts at the proximal edge were lifted from the stent profile. The remaining undamaged distal section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed a mid-shaft kink 90 mm proximal to port bond. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, concentric, de novo target lesion was located in the severely tortuous and moderately calcified circumflex artery. A 3.50 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, as the device was passing through the stent struts of a previously implanted stent located between the trunk of the left coronary and anterior descending arteries, the stent was deformed at the proximal level. The entire catheter guided system was removed from the patient's body and the procedure was completed with a conventional 3.5 x 18 mm stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, concentric, de novo target lesion was located in the severely tortuous and moderately calcified circumflex artery. A 3.50 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, as the device was passing through the stent struts of a previously implanted stent located between the trunk of the left coronary and anterior descending arteries, the stent was deformed at the proximal level. The entire catheter guided system was removed from the patient's body and the procedure was completed with a conventional 3.5 x 18mm stent. No patient complications were reported and the patient's status was stable.